Manufacturer narrative:
Occlusion is labeled in the IFU. No product or images returned to assist with this investigation. The zenith device has competed qsp01 requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusion, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case the IFU states, "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is occluded. This failure mode was determined based on the provided event description. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints.

Event description:
An (B)(6) male pt underwent abdominal aortic aneurysm repair on (B)(6)2010. The pt received a zenith bifurcated main body and two zenith iliac legs. The procedure was completed without reported complications. On (B)(6)2010, the pt presented with a cold sensation of the left side of the body particularly the leg. The physician diagnosed that occlusion was present at the site of the iliac leg graft. Thrombolysis was started. On (B)(6)2010, the pt was reevaluated and occlusion was still present. Angioplasty was performed and another manufacturer's stent was placed. The physician dilated the site with another manufacturer's 10 x 4 mm balloon. Occlusion was resolved and the pt is recovering. It was necessary for the pt to undergo additional procedures to restore device function. The pt is recovering and the cold sensation has diminished. No device portions were removed; however, an additional stent was placed.